Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited low out of range pacing impedance measurements less than 200 ohms and intermittent sensing. An invasive procedure was performed. The ICD and lead were explanted and replaced. No additional adverse patient effects were reported.